Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a revision operation took place because the neck of an exeter stem fractured. It was further reported that the patient weighs 130kg and that no trauma preceded the fracture. The or report will not be made available, the surgeon reported that there were no particularities, posterolateral approach.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method and results: device evaluation and results: a visual inspection was performed as part of the material analysis report. The stem is fractured through the prehension hole. The proximal side exhibited notably less post fracture abrasion. The medial side of the implant is shown in figures 3 and 4 where some small areas of corrosion were observed. The surface of the implant indicated likely cement mantel breakdown with resulting micro-motion. The material analysis concluded that: the exeter stem broke in fatigue with the origin located within the prehension hole. Nothing further could be learned of the fracture origin due to post fracture abrasion. Small areas of corrosion were observed along the medial side of the stem likely related to cement mantel breakdown. The base chemistry of the stem alloy was consistent with an astm f1586 or iso 5823-9 alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review by a clinical consultant noted: as based upon available information from x-rays, it is not possible to establish a root cause for the overload condition that has contributed to the neck fatigue fracture of the exeter stem. This patient did have considerable overweight with a bmi of 38 where the limit normal is 25. Excessive weight is however not normally a root cause for device failure although it may aggravate the effects of overload conditions from other causes. Similar arguments are valid for excessive patient activity, an unknown factor in this case. Quite likely, still another overload contributing factor must have present beyond obesity to complement the overweight condition but is not apparent from the current information. As such no clear root cause of failure can be established based upon current information. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a root cause for this event could not be determined based on the information available. A review by a clinical consultant noted: as such no clear root cause of failure can be established based upon current information. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that a revision operation took place because the neck of an exeter stem fractured. It was further reported that the patient weighs (B)(6) and that no trauma preceded the fracture. The o.r. Report will not be made available, the surgeon reported that there were no particularities, posterolateral approach.